Event description:
Caller reported that pump was not giving insulin. Impact to blood glucose level was significant, with customer's level displaying as "high." Customer administered a correction injection via manual insulin therapy. Technical support was unable to perform troubleshooting on the pump due to a malfunction that couldn't be reset. Customer reverted to an alternative method of insulin therapy.